Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions."

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012, due to dislocation. The acetabular liner was noted to have a piece fractured during the revision procedure. The modular head and acetabular liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2012 due to pain after a fall. Operative report noted the presence of black stained fluid and a v-shaped defect in the liner. The modular head and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012, due to dislocation. The acetabular liner was noted to have a piece fractured during the revision procedure. The modular head and acetabular liner were removed and replaced. Legal counsel for patient further reported patient allegations of pain, lack of mobility and elevated metal ion levels. Patient's legal counsel reported that poly wear was allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2012 due to pain after a fall. Operative report noted the presence of black stained fluid and a v-shaped defect in the liner. The modular head and liner were removed and replaced.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012, due to dislocation. The acetabular liner was noted to have a piece fractured during the revision procedure. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eight states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Dimensional evaluation was performed on the liner. The deformation of the liner made it difficult to evaluate with full confidence. It is impossible to determine what the dimensional traits of this liner were before it was implanted. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00999 / 01000).